Event description:
A da vinci harmonic curved shears gray torque wrench piece broke off and the shears would not open. The torque wrench piece should not have come off and the shears should have opened. The shears were replaced and the case was completed.